Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a storage space failure occurred, and the station displayed a failed hardware message. The customer attempted to recover the failed drawer; however, the system continued to indicate that maintenance was required. The customer rebooted the device, but the issue persisted. The customer also attempted the following steps with the same result, the station was shut down by unplugging the power cord from the back of the unit and waiting 2 to 5 minutes, after which the power plug was reconnected, and the station was powered on. Upon attempting to recover the drawer again, it remained in a failed state. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) replaced the latch inside the smart remote manager and tested the unit in hardware test application (hta). The system verified as fully operational. The system functioned as intended after the field service engineer repaired the device.